Event description:
Customer complaint limited data available. Customer complained that they received incorrect readings while using the device.

Event description:
Customer complaint - limited data available. Incorrect readings the glucose readings are so off it's not even funny, I bought the control solution for this and says to go off what it should be compared to your reading sometimes it's off by 35 - 50 like how the (profanity) am I supposed to guess oh it's high better take some insulin or something don't buy!!!!! Waste of money better off buying an expensive one.